Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found both cuffs were still attached to the link and respective needle tips. The whole monofilament was returned loose and there was a knot formed. Based on the investigation findings, the suture was pulled out from the artery or there was no arterial capture by the suture. Therefore, the probable root cause for the suture pulled out of the artery is related to the operational context in the use of the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the entire suture pulled out from the vessel. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Event description:
During a safety check, the tech found the brake casters were not holding properly.